Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown orthopedic salvage system assembly, catalog#: unknown lot#: unknown; unknown orthopedic salvage system bearing, catalog#: unknown lot#: unknown; unknown orthopedic salvage system femoral, catalog#: unknown lot#: unknown; unknown orthopedic salvage system tibial tray, catalog#: unknown lot#: unknown; unknown orthopedic salvage system stem, catalog#: unknown lot#: unknown; unknown orthopedic salvage system femoral bushing, catalog#: unknown lot#: unknown; unknown orthopedic salvage system tibial bushing, catalog#: unknown lot#: unknown; unknown orthopedic salvage system yoke, catalog#: unknown lot#: unknown; unknown orthopedic salvage system pin, catalog#: unknown lot#: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11061, 0001825034-2018-00250, 0001825034-2018-00251, 0001825034-2018-00252, 0001825034-2018-00253. Product location unknown.

Event description:
It was reported that the patient underwent revision surgery due to unknown reasons. The bearing, assembly, and diaphyseal segment were removed and replaced. It was noted by the surgeon that the axle had a scratch in the portion that makes contact with the yoke. The surgeon further noted that there were no product issues and that the patient¿s tissue was colored black around the prosthesis. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.